Event description:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2020-32069.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2020-32069.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a lead revision. Further information is currently unavailable.